Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: china. The investigation is complete. This is an initial final report submission. This device was returned sealed in the tyvek tray. Visual inspection of the product showed the battery pack was warped and there was black debris from the battery expulsion throughout the tyvek tray. Batteries were in the correct orientation inside the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the pulsavac does not work properly due to low pressure. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available. During device evaluation visual inspection of the product showed the battery pack was warped and there was black debris from the battery expulsion throughout the tyvek tray. No adverse events were reported as a result of this malfunction.